Manufacturer narrative:
Continuation of medical devices: product ID d314trg ICD implanted: (B)(6) 2012, 419478 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.